Event description:
It was reported that device interaction occurred. Several years ago, a 2mmx6cm epic stent was implanted in the left subclavian vein. In april 2023, the implanted stent had 95% in-stent restenosed and was moderately tortuous and mildly calcified. A 12.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion along with a non-boston scientific guidewire. However, it was observed that the tip of the mustang caught on the edge of the stent, causing the edge of the stent to flip. The balloon catheter was removed and a different device was used to complete the procedure. There were no patient complications nor injuries reported. It was further reported that it was a 6x120x75 epic vascular stent and not a 2mmx6cm epic stent as previously reported.

Event description:
It was reported that device interaction occurred. Several years ago, a 2mmx6cm epic stent was implanted in the left subclavian vein. In april 2023, the implanted stent had 95% in-stent restenosed and was moderately tortuous and mildly calcified. A 12.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion along with a non-boston scientific guidewire. However, it was observed that the tip of the mustang caught on the edge of the stent, causing the edge of the stent to flip. The balloon catheter was removed and a different device was used to complete the procedure. There were no patient complications nor injuries reported.